Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element plus,mr,ous 2.50x12mm stent delivery system (sds) was returned for analysis with crimped stent on balloon. A visual and microscopic examination of the crimped stent found the stent had moved on the balloon. The stent appeared to have moved <1mm in a distal direction on the balloon. There was no visible damage to the crimped stent. The crimped stent od (outer diameter) was measured and this is within maximum crimped stent profile measurement. The balloon cones were reviewed and balloon cones were folded and not subjected to positive pressure. The balloon cone folds appeared slightly distorted due to the movement on the stent on the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11395. Reportable based on preliminary device analysis on 15-feb-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous left anterior descending (lad) artery to the first diagonal branch. A 2.50x12mm promus element¿ plus drug-eluting stent was implanted to treat the lesion. However, when a non-compliant balloon was passed through the stent struts for the bifurcation, the proximal part of the stent foreshortened. Another 2.50x12mm promus element¿ plus drug-eluting stent was advanced to the side branch but due to the deformed proximal part of the implanted stent, the device failed to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon.